Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with three no delivery alarms within a four day time span. The patient's blood glucose at the time of incident was 9 mmol/l. The customer had resolved the alarm by changing the infusion set. The patient also mentioned that there was a hair-line crack by the battery compartment. No products were returned and a replacement insulin pump was shipped to the customer.